Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: multiple fdd/annex a codes were reported. A12 was coded for localizer not connected. A1102 was coded for localizer not connected error. The system was serviced in the field by a medtronic representative. The camera and the ethernet cord were replaced to resolve the issue. Codes b01, c08, c07 and d02 are applicable. The 9735821r camera, lot p919029 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. The psu failed an accuracy test (aak) at .280mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Img code g05001 applies to the camera and g02004 applies to the ethernet cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was getting the "localizer not connected" error. The manufacturer representative (rep) tried reseating the connection in the mast of the camera arm with no success. There was no patient involvement. It was reported that the rep recreated the localizer not connected issue. Troubleshooting was performed. Everything was green and connected on the camera cart except for the power supply unit (psu) in selftest. The rep first checked the ethernet connection to the camera and found that the ethernet cord didn't click when plugged into the camera port. Additionally, the port looked like the receiving end had been pushed into the casing of the camera. When the rep held the ethernet cord firmly into the camera, the amber light went away, and the camera was able to connect to the system. It was reported that the camera lights were sold green and amber which indicated it had at least power. The camera cart was not turning on when powered on through the main cart and had to be powered on separately. The network device interface (ndi) toolbox was not showing the camera as available to connect to. The selftest was saying the psu was disconnected, and everything else was available and online. The back of the camera cart panel was removed. There were no lights on the port from the power over ethernet (poe) to the o-ring connection. A known working ethernet cable was used with the same results. The poe had a green light on top. All connections on the uninterruptable power supply (ups), poe, and o-ring were reseated. It was reported that another navigation system was used with this interconnect cable and came on fine. An ethernet cord and coupler were found in the camera cart drawer, and were used to repair the system.